Event description:
It was reported the patient's ipg was intermittently able to communicate with the charger. The patient stated she felt her ipg was too deep. A replacement charger was sent to the patient and the issue persisted. The patient met with her physician who also believes the ipg is implanted too deep. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.